Manufacturer narrative:
As neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd. The following information was provided by the initial reporter: customer antonio em to report these needles are defective. The needle is not pushing medication correctly and there have been a few times the needle bends when medication is administered. Injuries or adverse event: no.